Manufacturer narrative:
H4 manufacturing date ¿ added, d4 expiration date - added. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint was unable to be confirmed and it cannot be confirmed if the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation. It was reported that, the product was approached to the target site and an attempt was made to inflate it, but it could not be inflated. When it was removed, it was ruptured and there was a possibility that it was rubbed because the patients anatomy where strongly meandering and it was calcified. Additional information received states that the device was prepared as per the dffu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was very meandering. It is probable that the balloon was damaged due to the anatomical factors present during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported balloon failed to inflate and balloon burst/ruptured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject balloon approached the target site and an attempt was made to inflate it, but it was unable to be inflated. When it was removed, it had ruptured. There was a possibility that it had ruptured because the patient's anatomy was strongly meandering and calcified. The physician replaced the subject balloon and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject balloon approached the target site and an attempt was made to inflate it, but it was unable to be inflated. When it was removed, it had ruptured. There was a possibility that it had ruptured because the patient's anatomy was strongly meandering and calcified. The physician replaced the subject balloon and completed the procedure without clinical consequences to the patient.